Event description:
Info received indicates fluid got on the bed exit circuit board.

Manufacturer narrative:
The biomed cleaned the board and soldered the input cable onto the board to repair the bed.